Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received 2 shelf packs of samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was not observed. Additionally, 30 customer samples were evaluated by subjected to a cantilever force test and the indicated failure mode for hub/collar separation with the incident lot was observed as 2 out of 30 tested did not meet product specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA#(B)(4)).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced needle stick - post use and safety shield failure - e.g. Shield breaks off from needle during use. Tihs event occurred 5 times. The following information was provided by the initial reporter: the customer stated "after the injection, the pink protective cap does not fall over the needle or break off. Colleagues finger landed on the unprotected needle.¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced needle stick - post use and safety shield failure - e.g. Shield breaks off from needle during use. This event occurred 5 times. The following information was provided by the initial reporter: the customer stated "after the injection, the pink protective cap does not fall over the needle or break off. Colleagues finger landed on the unprotected needle.¿